Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, a failure of the device to power on was observed. The device's sys board will be replaced to address the issue. H6: device has been evaluated but not repaired, pending customer approval of the estimate.